Manufacturer narrative:
The insulin pump was received with intermittent button response due to unlocked lcd keypad connector. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the esc and act button was not responsive. The customer's blood glucose was unknown at the time of incident. The customer stated that the buttons were moving. The customer stated that there were times that they had to push the buttons in. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.